Event description:
A surgeon reported that a patient described an intense and extreme color perception after an intraocular lens (iol) implant surgery. The surgery was uneventful and the refractive outcome was perfect according to the surgeon. However, the patient found seeing everything yellow with the surgery eye was unacceptable and was threatening with suicide. The surgeon was not willing to provide further details.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting favility did not provide a lot number of any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No enough information was provided from the account for further investigation. The surgeon was not will to provide further details. (B)(4).